Event description:
It was reported that the patient received a rotator cuff repair on (B)(6) 2012, wherein dr. Used a 5.5 mm healicoil pk and an arthrex implant. Sometime post-operative the patient developed an infection at the surgical site. A second procedure was performed on (B)(6) 2012. An incision and drainage of the surgical site with irrigation and debridement was performed. The patient was also treated with antibiotics. It was reported that the original repair is intact, and the hardware remains in place in the patient.

Manufacturer narrative:
No product is being returned for evaluation as the device remains implanted in the patient. (B)(4).